Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of this event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Band slippage, vomiting and obstruction are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported events of band slippage, obstruction and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Pt reports events of band slippage, obstruction, and vomiting.